Event description:
During a low anterior resection procedure, after firing the device, a loud crack was heard and the device broke apart at the seam near the handle. Additionally, the anastomosis had a 2mm gap in it. The staples were formed circumfrentially, but in big "b" formations so the anastomosis was leaking. This first anastomosis was transected to re-create another one. A second like device was fired and the same thing happened with the cracking and breaking of the device at the seam. However, this time the staple line appeared to have tighter "b" formation and was intact. Case was completed with another device of the same product code. There was no patient consequence.